Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion and prime tests. The pump was received stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The motor position encoder error alarm was unable to be confirmed in alarm history due to history file was overwritten. The pump had minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with motor position encoder error alarm on their insulin pump. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised that the device would be replaced and returned for analysis.